Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2018 and the procedure was abandoned. The physician was unable to access the epidural space when she attempted to implant the lead due the patient's anatomy. The lead package was opened but not implanted. The patient will be referred to another surgeon for further surgical intervention.